Event description:
It was reported via repair work order that the x-frame is not raising up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit has not been repaired. The unit was not made available to the field service representative for repairs.

Event description:
It was reported via repair work order that the x-frame is not raising up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.